Event description:
The user experienced dehiscence on the split skin graft. The user was previously implanted with a baha which was explanted and recipient was re-implanted at a later point in time with the bci 601 on the same position. The remaining part of the device was explanted on (B)(6) 202. Additional information for this case was requested on multiple occasions but no response has been received as of 09.jun.2021.

Manufacturer narrative:
Device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused or contributed to this outcome. The reported issue was most likely caused by insufficient blood supply and more sensitive skin due to repeated surgical interventions on the same area of the scalp. Damages found during device investigation are most likely related to the explantation surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced dehiscence on the split skin graft. The user was previously implanted with a baha which was explanted and recipient was re-implanted at a later point in time with the bci 601 on the same position. The remaining part of the device was explanted on (B)(6) 2021.